Event description:
Implantable systems post-market registry reported the implanted pump and proximal catheter segment were removed due to infection. Symptoms reported to be associated with this event included: swelling at the pump site with errythema, and continuously draining yellow fluid, there has been no elevated temperature reported. The patient was receiving sufentanil 51 mcg/ml at 35.00mcg/day, bupivicaine 25mg/ml at 17.15mg/day and baclofen 735mcg/ml at 504.43mcg/day via simple continuous infusion for chronic pain treatment. It was reported that future reimplantation of the infusion system is planned once the patient's condition warrants.